Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy. A 1l bolus of saline was given over 1 hour. After 1 hour there was fluid remaining in the bag. It was also reported there was no patient injury.